Event description:
The physician reported that the patient experienced a lack of efficacy several weeks ago. Several days later, a dye study was performed with a catheter access kit. Dye was found near the pump site. The patient had catheter revision surgery and pocket exploration in 2009. A catheter shear was located nearly 15cm from the pump connector. The shear was cut on both sides. The catheter portion with the shear (roughly 10.5cm) was discarded. The catheter was then repaired. The medication being delivered via the device system was not reported.

Manufacturer narrative:
Catheter.